Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient received inappropriate anti-tachycardia pacing (atp). It was further reported the patient had atrioventricular nodal reentry tachycardia that received ventricular atp that terminated the supraventricular tachycardia. A new wavelet template was collected and the implantable cardioverter defibrillator (ICD)  remains in use. No patient complications have been reported as a result of this event.